Manufacturer narrative:
Date of event is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient underwent an explant for an unknown reason on unknown date.

Event description:
Related manufacturer reference number: 1627487-2022-05780. Additional information received indicates that the neurostimulator was explanted because the patient was not getting any relief from the system. Investigation was unable to determine when and what device was explanted.

Manufacturer narrative:
Per additional information received, this device is no longer reportable.